Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breast and on her side. The area was described as painful, with an odor and skin "eaten" away. Multiple attempts to follow up with the patient on the final condition of the irritation were unsuccessful. There was no indication that the patient received medical intervention. The final medical outcome of the irritation is unknown at this time.